Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, the monitor displayed a service code 203 (pulse test fault) during the internal pulse test. The last patient to use this monitor did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon receipt the monitor produced a pulse test fault during the internal pulse test. The cause for the pulse test fault was a hole in high voltage capacitor, c21. The cause for the hole in component c21 was over charging. The cause for the over-charged high voltage capacitor was improper output on u901, an op 496 quad micropower operational amplifier. The root cause for the improper output on component u901 cannot be positively determined. No adverse event resulted from the defective component. The last patient to use this monitor did not report any problems.